Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray switch, generator interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.